Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump was explanted due to patient recovery. Upon investigation of the returned pump, thrombus was found.

Manufacturer narrative:
Approximate age of device: 3 years and 1 month. Evaluation of the returned pump confirmed the presence of denatured deposition in the inflow conduit, outlet elbow and inside the pump. The inflow conduit, outlet elbow, and the entire body of the pump was also occluded with clotted and denatured blood. The denatured aspect of this deposition and contact marks present on the outlet side of the rotor assembly indicate that this deposition developed while the pump was operating. However, a duration in which it was present in the pump cannot be determined. Although a root cause of the observed depositions could not conclusively be determined, these depositions are consistent with poor surface washing due to low flow through the pump. However, a specific cause for a low flow event cannot be determined. The pump bearings, rotor, and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of the device history record revealed that the device met applicable specifications. Thrombus is listed in the IFU as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event. Placeholder.